Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not close completely. Several clips were deployed with same result. A second device was used to complete case with no pt consequence. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Device not returned. Eval summary: the mfg records were reviewed and no anomalies were found. Complaint info is trended on a regular basis to determine if further investigation is warranted.